Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain. A computed tomography (CT) scan was performed and noted micro perforation. The rv lead was explanted and replaced. No additional adverse patient effects were reported.